Event description:
It was reported that one side of implant has taken longer to start working than the other side. Unspecified symptoms started about two mos before the report. It was reported the pt had fallen several times. It is unk if the falls were related to the device. The pt was at home and her status was undetermined. The hcp reported the pt contacted his office in 2008, and the pt was referred for a battery replacement. No additional info is available at this time.